Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited image error b30 (scope communication error). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the image error b30 (scope communication error) is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.